Event description:
Legal documents were received alleging that a pt expired while using a ventilator. Alarm was manufactured by respironics. It is unknown as to the exact unit reportedly involved. No further info could be obtained relating to the circumstances of the alleged event.